Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately right coronary artery (rca). A 16 x 3.00mm promus premier¿ stent was advanced and deployed in the target lesion. During the second inflation, the balloon of the delivery system ruptured at a nominal atmosphere. The device was removed from the patient's body. The procedure was completed with dilation of an nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).